Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter found it to be deformed in shape along with a dislodgment allegation. The catheter passed patency and pressure testing. The segment had two areas where it was deformed in shape and a small area of minor abrasion.

Event description:
It was reported that x-ray imaging was performed and appeared to show that the catheter goes up to the cervical spine and then turns and goes back down to the lumbar area and coils. A revision was therefore scheduled. The patient experienced worsened upper body spasticity. The device system was used to deliver lioresal. It was later reported that the catheter was revised (B)(6) 2013. It was noted the catheter appeared to be looping back and going caudal around the 12th thoracic vertebrae to the 11th thoracic vertebrae level. The patient was getting good spasticity control from the waist down and they wanted to see if moving the catheter up higher in her body would improve her spasticity control above her waist; specifically her upper back. The hcp placed a new intrathecal portion in the patient's back and spliced it to the existing catheter. The patient status was reported as "alive with injury." It was later reported that the patient had been requiring increasing doses of baclofen. The event was attributed to the catheter due to catheter dislodgement/migration. The catheter tip looped down to below the 11th thoracic vertebrae. A catheter dye study and pump rotor study had been performed on (B)(6) 2013. An MRI/xray/CT scan was performed on (B)(6) 2013 to "plan things". There were no signs/symptoms associated with the reported event. The patient outcome was reported as "no injury". It was later reported the patient outcome was unknown. It was noted that the patient left the operating room with the pump programmed by the hcp. It was later reported that the patient experienced a change in therapy effect with nausea and a spinal headache all day on (B)(6) 2013; which was almost gone on (B)(6) 2013 however, then she was bloated and having trouble urinating. This occurred following the catheter revision on (B)(6) 2013.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.